Event description:
It was reported that four probes failed to prime after acquiring one sample during two breast biopsy procedures. Each biopsy procedure was completed with a new probe. There was no report of pt injury associated with this event.

Manufacturer narrative:
The lot number has been provided, and the lot device history records were reviewed. The lot met all release criteria. The third sample was returned with the arrow visible in the ready window, thus indicating the device was in the "ready to fire" state. It was found that the stylet was in the ready (primed) position; however, the cannula was not primed/retracted. The stylet was retracted inside the cannula and could not be seen. The cannula was not retracted as it should have been. There were no visual anomalies noted on the sample. The sample was functionally tested by attempting to twist the rotational knob once to prime the device. The device could not be primed due to the loose particles. The sample was disassembled and the internal components were examined. The cannula hub was found to be broken. The investigation is confirmed for a break, as the cannula hub including the tang were found to be broken. The root cause for this event was determined to be supplier related due to over-processed resin. The monopty instructions for use (IFU) provide general instructions for priming, firing, sampling, and retrieval of samples from the device. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant/reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.